Manufacturer narrative:
It has been reported that following insertion the patient experienced recurrent incontinence and mild suprapubic discomfort. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced recurrent incontinence and mild suprapubic discomfort.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency and rectocele.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that on (B)(6) 2004, the patient underwent surgery to treat stress urinary incontinence and a sling was implanted. On (B)(6) 2005, the patient had the sling removed due to erosion, dyspareunia, pain, bleeding, recurrence, infection. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.